Event description:
The customer reported that a hospital physician believed that their internal paddles did not deliver the appropriate amount of energy.

Manufacturer narrative:
The customer reported that a hospital physician believed that their internal paddles did not deliver the appropriate amount of energy. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.